Event description:
Hmsc reported rv threshold test repetitively failed for at least seven times. Threshold trend graph shows threshold test has not been successful since implant. Shock impedance was also noted to have been increasing. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.